Event description:
It was reported that a cot dropped. It was then reported that after the initial reporting of a cot drop, the cot jammed in the highest height position. No adverse consequence or user involvement was reported in either situation.

Manufacturer narrative:
Na